Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine, baclofen, and dilaudid via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 the hcp was seeing the patient who was unconscious. The symptom had come on suddenly. The hcp was requesting MRI compatibility guidelines and wanted to stop the pump. The hcp did not have a programmer and was not familiar with the pumps. Per the hcp, the patient was due for a refill in a couple of weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received on 11-may-2017 from a healthcare professional who reported that the patient being unconscious was not related to the patient¿s pump. The cause was a urinary tract infection. No further complications were reported/anticipated.